Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair. Only the internal battery was returned to the manufacturer for further investigation.

Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" condition. There was no harm or injury reported. The device was sent to a third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. The internal battery was returned to manufacturer for further evaluation. The root cause of the internal battery failure was found to be due to a .5vdc cell imbalance.